Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she would program boluses but her blood glucose would remain high. Her blood glucose at the time of incident was 495 mg/dl. She treated with a bolus and it remained to be seen if it was effective or not. The customer was currently at her health care professional's office, so she declined troubleshooting. She said that she would call back once she got home. No products were shipped or returned.